Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the event was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, discontinued, route, frequency not reported), amikacin injection (100mg, start dose, route, frequency not reported, discontinued) and imipenem injection (1g in one bag daily, intraperitoneal, discontinued) and forcan injection (200mg, ongoing, route, frequency not reported, ongoing)for peritonitis. Nine days after hospital admission, the patient was discharged from the hospital. The patient was recovered from cloudy effluent and abdominal pain and was recovering from peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient passed away (unknown date). The cause of death was reported as peritonitis. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.